Event description:
It was reported that post op of a low anterior procedure, the patient was taken back to surgery four days later. It was determined that the staple line was leaking and the rectum and colon were being held together with the two sutures that the surgeon placed during the original procedure. During the original procedure, the device fired properly. After the reoperation, the patient was taken to the intensive care unit. The device was discarded.

Manufacturer narrative:
(B) (4). (B) (4). Information is unavailable; device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.